Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿replace sensor¿ message was received on the adc freestyle libre 2 sensor. The customer was unable to obtain glucose readings and as a result, the customer experienced symptoms described as ¿arm and leg twitching, visual disturbances, numbness in the mouth area¿, and seizure. The customer was able to self-treat with juice and no third-party treatment was required. There was no report of death or permanent impairment associated with this event.